Manufacturer narrative:
3003721894-2018-00396 is associated with argus case (B)(4) polident denture adhesive max seal. Polident denture adhesive max seal is marketed as poligrip in the us. Issue number (B)(4) authorized on 05 november 2018: no sample was returned for this complaint so a full investigation could not be completed. The batch number provided is also invalid. On this basis, the complaint can not be investigated further. Complaint reason: unsubstantiated.

Event description:
Choking. Makes me feel sick. Agony [anguish]. Makes me feel nauseous. Terrible feeling/ feeling upset. She reported that it gets food in it and get hurt [oral pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 82-year-old female patient who received double salt dental adhesive cream (polident denture adhesive max seal) cream (batch number 128o6, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included loss of teeth (her teeth was falling out of her mouth). On an unknown date, the patient started polident denture adhesive max seal at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture adhesive max seal, the patient experienced choking (serious criteria gsk medically significant), feeling sick, anguish, nausea, feeling bad, oral pain, extra dose administered and product complaint. Polident denture adhesive max seal was continued with no change. On an unknown date, the outcome of the choking, feeling sick, anguish, nausea and feeling bad were recovered/resolved and the outcome of the oral pain, extra dose administered and product complaint were unknown. The reporter considered the choking, feeling sick and nausea to be related to polident denture adhesive max seal. It was unknown if the reporter considered the anguish, feeling bad and oral pain to be related to polident denture adhesive max seal. Additional details: initial and follow up (30 oct 2018) received together. The consumer used polident max seal for her dentures. The consumer mentioned that it goes all around dentures on the bottom but had trouble with it. She mentioned that when she end up her mouth it choking on it. The consumer reported that she put denture in her mouth, it sort of falls down and end up with having it all in her mouth and it made her felt sick. She went to the pharmacy. She mentioned that she could get was a little blot and then she went too much in it and it was a terrible feeling. She mentioned that she using it for quite a while and she could not take it anymore. She reported she could not cope with it anymore and she was upset about it because her teeth was falling out of her mouth and it would not hold. She reported that it gets food in it and get hurt. It was not working for me. She did exactly process what was told, clean denture and put it in dry. It stick to her gums all the things setting on there and she could cry sometimes. Follow up information was received on 30 oct 2018: the reporter mentioned that she had so much trouble with it and it was unbelievable. She reported that she get it all around and she never done it and she end up that her mouth was full of the junk and she tried to get it off. She mentioned that by the time she eating, it comes out of the denture and so she was in agony and it was yuck. When she get the dentures off and had to pull them because the adhesive were still stuck on gums and that made her feel nauseous. It was not painful. She mentioned that it was not recommended by her dentist. Follow up was received from quality assurance department on 05 nov 2018, quality assurance analysis revealed the product complaint to be unsubstantiated.

Manufacturer narrative:
(B)(4) is associated with argus case(B)(4) polident denture adhesive max seal. Polident denture adhesive max seal is marketed as poligrip in the us. Issue number (B)(4) and (B)(4) authorized on(B)(6)2018: no sample was returned for this complaint so a full investigation could not be completed. The batch number provided is also invalid. On this basis, the complaint can not be investigated further. Complaint reason: unsubstantiated.

Event description:
Choking [choking] makes me feel sick [feeling unwell] agony [anguish] makes me feel nauseous [nausea] terrible feeling/ feeling upset [feeling abnormal] she reported that it gets food in it and get hurt [oral pain] case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 82-year-old female patient who received double salt dental adhesive cream (polident denture adhesive max seal) cream (batch number 128o6, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included loss of teeth (her teeth was falling out of her mouth ). On an unknown date, the patient started polident denture adhesive max seal at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture adhesive max seal, the patient experienced choking (serious criteria gsk medically significant), feeling sick, anguish, nausea, feeling bad, oral pain, extra dose administered and product complaint. Polident denture adhesive max seal was continued with no change. On an unknown date, the outcome of the choking, feeling sick, anguish, nausea and feeling bad were recovered/resolved and the outcome of the oral pain, extra dose administered and product complaint were unknown. The reporter considered the choking, feeling sick and nausea to be related to polident denture adhesive max seal. It was unknown if the reporter considered the anguish, feeling bad and oral pain to be related to polident denture adhesive max seal. Additional details: initial and follow up ((B)(6)2018) received together. The consumer used polident max seal for her dentures. The consumer mentioned that it goes all around dentures on the bottom but had trouble with it. She mentioned that when she end up her mouth it choking on it. The consumer reported that she put denture in her mouth, it sort of falls down and end up with having it all in her mouth and it made her felt sick. She went to the pharmacy. She mentioned that she could get was a little blot and then she went too much in it and it was a terrible feeling. She mentioned that she using it for quite a while and she could not take it anymore. She reported she could not cope with it anymore and she was upset about it because her teeth was falling out of her mouth and it would not hold. She reported that it gets food in it and get hurt. It was not working for me. She did exactly process what was told, clean denture and put it in dry. It stick to her gums all the things setting on there and she could cry sometimes. Follow up information was received on (B)(6)2018: the reporter mentioned that she had so much trouble with it and it was unbelievable. She reported that she get it all around and she never done it and she end up that her mouth was full of the junk and she tried to get it off. She mentioned that by the time she eating, it comes out of the denture and so she was in agony and it was yuck. When she get the dentures off and had to pull them because the adhesive were still stuck on gums and that made her feel nauseous. It was not painful. She mentioned that it was not recommended by her dentist. Follow up was received from quality assurance department on(B)(6)2018, quality assurance analysis revealed the product complaint to be unsubstantiated. Follow up information was received on(B)(6)2019: in (B)(6), the patient started polident denture adhesive max seal at an unknown dose once daily. On an unknown date, an unknown time after starting polident denture adhesive max seal, the patient experienced feeling unwell, feeling abnormal. On an unknown date, the outcome of the feeling unwell and feeling abnormal were recovered/resolved. The reporter considered the feeling unwell to be related to polident denture adhesive max seal. It was unknown if the reporter considered feeling abnormal to be related to polident denture adhesive max seal. Patient was using greater than the recommended amount during initial use as they had not reviewed the labeled instructions. All further details of the medication error were captured in previous reports. The patient reported that she started using the product in early (B)(6). The patient applied the product to dentures. She used a small amount. She had no chance to read the instructions on the label before using the product and had not used the product on previous occasions. The first time she used the product, it used to come out from under the dentures. She had gotten used to the product and did not have any issues. The causality assessment and action taken with the product were not changed from the preceding reports.

Manufacturer narrative:
3003721894-2018-00396 is associated with argus case (B)(4) polident denture adhesive max seal. Polident denture adhesive max seal is marketed as poligrip in the us.

Event description:
Choking [choking]. Makes me feel sick [feeling sick]. Agony [anguish]. Makes me feel nauseous [nausea]. Terrible feeling/ feeling upset [feeling bad]. She reported that it gets food in it and get hurt [oral pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received double salt dental adhesive cream (polident denture adhesive max seal) cream (batch number 128o6, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included loss of teeth (her teeth was falling out of her mouth ). On an unknown date, the patient started polident denture adhesive max seal at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture adhesive max seal, the patient experienced choking (serious criteria gsk medically significant), feeling sick, anguish, nausea, feeling bad, oral pain, extra dose administered and product complaint. Polident denture adhesive max seal was continued with no change. On an unknown date, the outcome of the choking, feeling sick, anguish, nausea and feeling bad were recovered/resolved and the outcome of the oral pain, extra dose administered and product complaint were unknown. The reporter considered the choking, feeling sick and nausea to be related to polident denture adhesive max seal. It was unknown if the reporter considered the anguish, feeling bad and oral pain to be related to polident denture adhesive max seal. Additional details: initial and follow up (30 oct 2018) received together. The consumer used polident max seal for her dentures. The consumer mentioned that it goes all around dentures on the bottom but had trouble with it. She mentioned that when she end up her mouth it choking on it. The consumer reported that she put denture in her mouth, it sort of falls down and end up with having it all in her mouth and it made her felt sick. She went to the pharmacy. She mentioned that she could get was a little blot and then she went too much in it and it was a terrible feeling. She mentioned that she using it for quite a while and she could not take it anymore. She reported she could not cope with it anymore and she was upset about it because her teeth was falling out of her mouth and it would not hold. She reported that it gets food in it and get hurt. It was not working for me. She did exactly process what was told, clean denture and put it in dry. It stick to her gums all the things setting on there and she could cry sometimes. Follow up information was received on 30 oct 2018: the reporter mentioned that she had so much trouble with it and it was unbelievable. She reported that she get it all around and she never done it and she end up that her mouth was full of the junk and she tried to get it off. She mentioned that by the time she eating, it comes out of the denture and so she was in agony and it was yuck. When she get the dentures off and had to pull them because the adhesive were still stuck on gums and that made her feel nauseous. It was not painful. She mentioned that it was not recommended by her dentist.